Event description:
In 2008, this pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. No abnormalities were found at a 1 month CT follow-up. An annual follow-up CT in late 2008 revealed a type I endoleak and expansion of the aorta with minimal wall apposition at the proximal end of the trunk-ipsilateral leg component. In early 2009, a reintervention occurred and a 32mm cook zenith cuff was implanted at the site of the endoleak. However, the type I endoleak remained. This pt is not a candidate for open repair and the physician is choosing to wait and watch. The pt tolerated the procedure and is reported to be doing fine.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.